Event description:
A report was received that during a lead revision procedure, the physician revised the patient's pocket site due to discomfort. The pocket site was relocated to a more comfortable position and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.